Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd administration set under infused. It was reported the residual volume showed 21 ml was left in the reservoir bag, however the pump was reading empty. Per reporter starting volume was: 250 ml, rate 5.4 and the residual volume was 21 ml. No adverse patient effects were reported. No additional information is available at this time.